Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. It was stated that the customer alleges insulin pump was under delivering due to injection was working to lower down her blood glucose. It was stated that the high pressure test was performed and it was passed. It was stated that the customer experiencing high blood glucose and treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.